Manufacturer narrative:
Based on information received, the issue occurred during preventative maintenance, and therefore does not present a potential risk of patient harm or injury. This complaint is no longer reportable.

Manufacturer narrative:
G5:510(k)#: k102985. B4:13aug2021. The speaker assembly was returned for failure investigation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. An evaluation was performed and an electrical open in the speaker created the primary alarm failure error.

Event description:
The philips international field service engineer (fse) reported a ventilator experienced a ''check vent'' error code. The device was evaluated by the fse who confirmed the reported problem. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The fse replaced the speaker. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomalies were reported.